Manufacturer narrative:
A getinge field service engineer evaluated the cs300 intra-aortic balloon pump unit and found that no blood had made it into the device from the leaking balloon, stating that the customer must have unplugged balloon in time. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by the customer observed that the cs300 intra-aortic balloon pump unit had blood back in the equipment. There was no patient harm reported.